Event description:
A pk papyrus covered stent system was selected for treatment of a moderately calcified lesion in a moderately tortuous proximal vessel. The proximal edge of the stent flared due to calcification. The stent was removed, and another pk papyrus was opened and was used to repair the perforation.

Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. The technical investigation revealed that the stent is displaced on the balloon in distal direction by 5 mm. Stent imprints are visible on the exposed balloon surface, indicating that the stent was initially crimped centered between the two x-ray markers on the balloon. In addition, the stent is severely deformed at the proximal end, several stent struts are listed and everted. Further, dried contrast medium residue was observed up to the proximal balloon weld. The provided clinical information (pk papyrus device registration form, the cathlab report, and the discharge summary) was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations and the review of the provided documentation, no manufacturing related root cause could be identified. Considering the physicians description of the vessel morphology, the root cause for the complaint event is most likely related to the patients anatomy (i.e., severely calcified lesion). The treating physician rated the occurrence as a non-device-related and a non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.